Event description:
It was reported that during implantation, the helix turned back and intermittent threshold was observed. The helix was retracted and implantation was completed successfully. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).